Event description:
It was reported that the system 9800 takes an excessively long time to initialize. Once the system has booted the touchscreen and other functions are extremely slow. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cpu circuit board was upgraded to the latest revision along with all other components of the cpu kit including all disk drives. The system was tested and found to be working as intended and placed back into service.